Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 516 mg/dl that was addressed with a correction bolus. Official cause of high bg was unknown, however, customer reported that settings had been changed by the healthcare provider a week prior to the event. It was also reported that air bubbles were observed within the infusion set tubing, however, because bubbles were very small customer did not believe this to be a factor in their high bg. Customer primed the tubing to address the issue. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.